Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient went to charge the ins on (B)(6) 2018, but received a message on the recharger. The message said that the patient needed to call somebody with "pwr" on it. The patient noted a picture of a phone and the recharger blinked and then went blank. The patient tried, but he could not get a hold of anyone at the doctor's office. The patient got the recharger out to confirm the code the patient was seeing. The patient did and reported a reposition antenna screen at first. Then, the patient reported seeing the power on reset (por) screen. It was reviewed how to clear the por on the recharger. The patient was able to successfully clear the por screen and noted that he saw the normal recharge screen. The patient had zero bars coupling at first, but after repositioning the antenna, the patient had all 8 bars shaded. The patient also noted the ins battery was 3/4 of the way shaded. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-sep-24. The patient indicated that the circumstances that led to the power on reset (por) message included them turning on the charger and it would not charge so they turned it off and back on and it said to call. When they called, patient services walked them through the steps to reset it. They have had this device about 3 to 4 years and it is wonderful. They have had maybe two headaches a year whereas before they were having headaches 24/7. No further complications were reported/are anticipated.